Manufacturer narrative:
(B)(4). One skyline cam tightener shaft was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the cam tightener¿s distal tip. The second half of the cam tightener¿s distal tip was not returned for analysis. A fracture analysis was conducted on the returned device. It was noted in the fracture analysis report plastic deformation at the tri-lobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the tri-lobes and extended towards the center of the shaft, the potential fracture termination site. A device history record review did not identify any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the cam tightener shaft distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the trilobes and extended towards the center of the shaft, the potential fracture termination site. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon was final tightening the cam lock, the tip sheared off of shaft.